Event description:
Reporter alleged obtaining a discrepant blood glucose result of 470 mg/dl on a patient using the inform system compared back to back with a result of 114 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was lethargic and treated with a bolus of insulin. Reporter stated, at another time, a result of 319 mg/dl was obtained on the patient using the inform system compared back to back with a result of 125 mg/dl on the lab system when testing was performed within 10 minutes. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.